Event description:
The customer alleged questionable ion selective electrode (ise) sodium results on two patient samples. He was only able to provide data for one patient sample. The initial sodium was 119 mmol/l and this result was reported to the physician. The result was questioned and the test was repeated on the cobas 6000 c501 module with serial number (B)(4). The repeat sodium was 133 mmol/l and the report was corrected. The customer stated that calibration and quality control prior to the event were acceptable. He repeated quality control after the event and found that, for level 1, sodium was low and chloride was high. For level 2, sodium was low and potassium was low. The field service representative found the ise sipper probe was out of alignment. He replaced the ise sipper probe, sipper tubing, ise pinch tubing, and syringe seals. He adjusted the ise sipper and reagent probes. He performed ise calibration and quality controls. All assays were within specifications. After the service visit the manufacturer discovered, in data faxed by the customer, an erroneous ise chloride result from the same initial test run in which the erroneous sodium occurred. The initial chloride was 111.5 mmol/l and was reported outside the laboratory. The repeat chloride, from the same repeat test as the repeat sodium, was 97.8 mmol/l. A corrected report was issued. The customer stated the chloride issue was resolved by the service visit and refused additional service for the chloride issue. The customer did not provide lot numbers and expiration dates for the sodium and chloride electrodes. The patients were not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.